Event description:
Information received indicates that the patient had a prior invance sling implanted, date and details of the implant were not reported. Subsequently, it was reported that the incontinence was worse then before the sling implant. The patient then had an alternative incontinence device implanted.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.